Event description:
It has been reported to philips that the system failed to power on after a power outage. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, issue happened during a diagnosis coronary treatment, procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system failed to power on after a power outage¿. The cause for the issue was ¿power outage corrupted the gpdu module software and blew a pdm boxed module fuse¿. As a part of troubleshooting action cabinet m was checked and it was detected that the firmware of the gpdu was corrupted. The philips engineer replaced pdm boxed module fuse and reinstalled the software in the gpdu module. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method codes were corrected.